Event description:
According to medwatch report mw1041318: the physician is complaining about issues with polysorb suture. Although no specific procedures or incident dates are given, the reporter refers to a pt experiencing suture granuloma and hysterectomy as complications from the use of the suture. Unfortunately there is no facility or device operator info given in order to conduct follow-up.